Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's device flipped in pocket. Patient experienced discomfort because of it. Not painful but annoying. Physician decided to revise pocket. Issue was reported to be resolved at the time of the report. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received it was reported that the cause of the device flipping according to the patient might have been because of a fall. Doctor believed that a fall could be the case or could be poor tissue. No absolute. The provided information had been confirmed with the physician/account.